Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited sensing anomaly. The lead was not implanted and a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal lead characteristics.